Event description:
The customer reported the apexpro telemetry server lost monitoring unexpectedly. Though the issue was noticed immediately, six patients lost monitoring for 30 minutes alternate monitoring was not available. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.